Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The calcified and 99% stenosed lesion was located in the left anterior descending (lad) coronary artery. The lesion was predilated with a 2.00mm maverick2 monorail balloon catheter. The maverick2 monorail 12mm x 3.0mm balloon ruptured at 6 atms while dilating the lesion. The number of inflations and to what atms is unk. The procedure was successfully completed with a 3.00mm quantum maverick monorail balloon catheter. No pt injuries or complications were reported. Pt status is reported "good."